Event description:
It was reported that the patient was admitted to the hospital following delivery of an inappropriate shock by this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was running up a set of stairs at the time of the episode and a magnet was then reported to have been placed over the device within approximately three minutes after shock delivery. It was noted that an inappropriate shock was delivered 11 days prior. Review of stored device memory observed the shock from 11 days prior due to oversensing of noise, however, for the more recent report, only an untreated and inappropriate atrial fibrillation (af) episode was observed in device memory due to oversensing of noise. No additional shock therapy episode was observed in device memory. Technical services (ts) discussed that placement of a magnet turns the device off, however, a treated episode would be expected to be seen prior to the magnet placement. Technical services (ts) discussed potential causes and troubleshooting options. X-rays were taken, and noted the electrode position to be good, however, slightly lower. The electrode was observed to be intact and no fractures or breaks were observed. It was reported that the patient had grown and gained weight. The sensing vector was reprogrammed from secondary to primary and the patient was discharged. No additional adverse patient effects were reported. This device remains in service.